Event description:
Pharmacist calls to report that pharmacist had noted tubing to be flattened and sealed to pouch. Pharmacist reports that pharmacist thought the tubing was "sticking" to the pouch due to moisture in the air. Pharmacist proceeded to prime the tubing with normal saline first and then with a chemo drug called "paxll." Customer was using standard precautions and had protective gear on while performing the task in the pharmacy hooded area. During priming of chemo medication, leakage was noted coming out of a cut where the tubing was flattened. The set was disposed of properly and no exposure reported. There was no patient injury since the tubing never was used on a patient. The pharmacist was not harmed, due to the fact that pharmacist was covered by protective gear and working in a protected environment.